Event description:
It was reported that the caller experienced a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy and instructed on various steps to manage their pump replacement, including putting it into storage mode before returning it and understanding procedures for their new pump, which will have updated software. A replacement pump was sent to the customer, and they were instructed to return the problematic pump within 10 days.